Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-01141. It was reported the patient had fallen in the past (date of event unknown)) and was no longer receiving effective stimulation and as a result stopped using her scs system. X-rays confirmed the leads were fractured. The patient underwent surgical intervention to remove and replace the leads. The patient is now receiving effective stimulation.